Event description:
A pt reported blood glucose results of "lo" (lo prompt is less than 0) and then "hi" (hi is greater than 600 mg/dl)" with a lifescan meter, performed within 10 minutes of each other.